Manufacturer narrative:
According to the customer, the customer stated that while using the product the removal caused unintended damage to the surrounding area and discomfort. The customer felt the adhesive was excessively strong. There was no further information. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, the customer stated that while using the product the removal caused unintended damage to the surrounding area and discomfort. The customer felt the adhesive was excessively strong.